Event description:
It was reported that the ilet touchscreen was cracked after being dropped, while the device continued to function and blood glucose remained unaffected; the device was no longer watertight and a replacement was arranged. Symptoms included no reported clinical effects. Outcomes included device replacement and instructions to transition to backup therapy if desired. Investigation included complaint intake, user interview, and product replacement logistics. Investigation of this case revealed physical damage to the touchscreen consistent with accidental drop, with the device otherwise operational but compromised for water ingress protection. It was concluded, based on previously established findings for similar reports, that the cause was user-related accidental damage.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.